Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: [(B)(6) 2007] stress urinary incontinence. Concurrent procedures: [(B)(6) 2007] excision of foreign body [mesh]; cystourethroscopy it was reported that following insertion the patient experienced ¿sex is painful; suffered from anxiety and depression; problems with urination until further surgery could be performed; severe pain; infection; erosion of mesh into tissue and organs; light bleeding. It was reported that patient underwent mesh removal [in whole] on (B)(6) 2006 due to difficulty with urination and had an infection ; reason for surgery is status post tension-free vaginal tape with intermittent incontinence and urinary retention and urinary tract infection ¿ procedure is release of tension-free vaginal tape and trimming of mesh with vaginal reapproximation and cystoscopy. It was reported that patient underwent mesh removal [in part] on (B)(6) 2007 due to severe pain and unable to have sex; reason for surgery is mesh exposure in the vagina after mesh anterior vaginal reconstruction ¿ procedure is removal of vaginal wall mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.